Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had no audible alarms from the intellivue multi measurement server x2, only visual alarms were displayed. No sound was generated on the device. No patient involvement.